Manufacturer narrative:
Adverse event, outcomes to adverse event: the patient required revascularization of the target vessel. This is being reported as a follow-up to the clinical study. Report source: foreign- (B)(6) / study name: (B)(6), patient ID # (B)(6). PMA/510k #: PMA number is not applicable. The device is a non-commercial product with a ce mark that was used as part of a clinical study. Device evaluated by MFR: during the index procedure, the product worked as intended. The device was discarded, thus no product evaluation was performed. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2018, a stellarex catheter was used to treat the target lesion of the right distal sfa. Approximately 2 months post index procedure, the patient experienced restenosis. A successful revascularization of the target vessel was performed on (B)(6) 2018. The physician indicated this is not related to the study device or procedure.